Event description:
It was reported that during follow up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. There have been no further issues.